Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that the patient's insulin pump experienced an unresponsive button. The patient's blood glucose level was 97mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.